Manufacturer narrative:
The reported event of rf communication issue was confirmed. The device was received with normal output, normal inductive telemetry, and no rf communication. The device image analysis revealed rf controller was in terminated state, consistent with the reported loss of rf telemetry. Product code reload was performed to reset the rf controller to its default state. The device restored its normal rf telemetry communications. Further analysis performed found no anomaly. Rf telemetry communication issues could not be reproduced.

Event description:
It was reported that during device preparation, the pacemaker had failed to be interrogated due to radiofrequency (rf) telemetry was not available. No intervention was performed. There was no patient involvement.